Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. Upon evaluation, the belt failed incoming testing as it would not communicate with a test monitor. Upon evaluation, the esd700 diode array shorted on the pca board inside the distribution node (dn). The cause of the shorted diode array cannot be positively identified. The shorted diode did not cause or contribute to the inappropriate shock. The damage likely occurred following the shock. Device evaluation of charger sn (B)(4) has been completed. The reported problem (does not properly charge battery packs) was confirmed. As received, the charger was unable to charge a test battery pack. Upon evaluation, the u13 component was shorted on the bedside board. The cause of the inability to charge the battery pack is the shorted component. The root cause of the shorted component cannot be positively identified.

Event description:
Device evaluation of the electrode belt is complete. During evaluation of the event, it was also found that the patient's charger was not properly charging the battery packs.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) is currently underway. Based on the downloaded software flags, there is no indication the belt caused or contributed to the inappropriate treatment. The monitor sn (B)(4) has been evaluated in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event consisting of two shocks. Motion artifact contributed to the false detection. The patient was conscious and riding a lawnmower at the time of the treatment. The response buttons were pressed after the treatment. The patient was evaluated at a medical facility. The patient continues to wear the lifevest.

Manufacturer narrative:
Device evaluation of belt sn 59140326 is currently underway. Based on the downloaded software flags, there is no indication the belt caused or contributed to the inappropriate treatment. The monitor sn 07117097 has been evaluated in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, and pulse delivery functionality. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips. The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial fibrillation exceeding the programmed rate threshold. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event consisting of two shocks. Motion artifact contributed to the false detection. The patient was conscious and riding a lawnmower at the time of the treatment. The response buttons were pressed after the treatment. The patient was evaluated at a medical facility. The patient continues to wear the lifevest.

Manufacturer narrative:
Device evaluation of belt sn (B)(4) is currently underway. Based on the downloaded software flags, there is no indication the belt caused or contributed to the inappropriate treatment. The monitor sn (B)(4) has been evaluated in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, and pulse delivery functionality. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips . The primary cause of the inappropriate shock event was lack of response button use prior to shock delivery. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was rapid atrial fibrillation exceeding the programmed rate threshold. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
There is no death involved with the patient. A us distributor contacted zoll to report that a patient experienced an inappropriate treatment event consisting of two shocks. Motion artifact contributed to the false detection. The patient was conscious and riding a lawnmower at the time of the treatment. The response buttons were pressed after the treatment. The patient was evaluated at a medical facility. The patient continues to wear the lifevest.